Manufacturer narrative:
Blocks b5, d4 (lot number, expiration date), and h4 have been updated with additional information received on may 13, 2024. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher advanix pancreatic stent was to be used to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, hair was found inside the device packaging. There were no patient complications reported as a result of this event. Additional information received on may 13, 2024: the procedure was completed with another of the same device.

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher advanix pancreatic stent was to be used to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, hair was found inside the device packaging. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher advanix pancreatic stent was to be used to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, hair was found inside the device packaging. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b5, d4 (lot number, expiration date), and h4 have been updated with additional information received on may 13, 2024. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device. Block h11: an advanix biliary stent with naviflex rx delivery system was received for analysis. Visual examination of the returned device found the device's pouch is closed and there is a hair inside the pouch. The reported event of foreign material present in device was confirmed. Based on all the available information, the cause of the reported foreign material was likely due to a manufacturing deficiency. Boston scientific initiated a non-conforming events prevention (ncep) investigation to further investigate the foreign material present in device event. The ncep investigation concluded that the event was an isolated event due to human error during the manufacturing of lot 0031507911. A review of the manufacturing process found it likely that a step in the procedure was not followed. Per the cosmetic inspection procedure, hair is not allowed on the product and/or component. All applicable product builders were made aware of the event and the procedure was reviewed by all applicable product builders to heighten awareness of the requirements outlined in this manufacturing process.